Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different model because the patient was experiencing black spots, glare, and halos. The patient was reported to be unhappy with the iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/09/2009 and 02/23/2009 by phone, fax, and mail. A completed questionnaire has not been received.